Manufacturer narrative:
The device with the lens was returned loose inside the carton. The plunger lock and lens stop were removed. The plunger was oriented incorrectly. Viscoelastic was observed in the device. The plunger has advanced the lens into the nozzle entry area. The leading haptic was extended. The trailing haptic was in contact with the plunger and was placed into the optic fold. The plunger was removed and evaluated. No damage was observed to the plunger. The plunger was replaced into the device with no problem or abnormalities observed. A non-qualified viscoelastic was indicated. The root cause for the reported complaint of "plunger would not advance" cannot be determined. The used device was inspected. Upon return, the plunger was observed to be oriented incorrectly in the device. It cannot be determined if the plunger may have been inadvertently retracted outside of the device and reinserted incorrectly by the customer. Although the plunger orientation cannot be ruled out as a potential cause, it is unlikely that the device was manufactured incorrectly. Plunger placement is conducted with a plunger/main body assembly fixture. The fixture by design ensures the proper orientation and placement of the plunger in the device. Also, a non-qualified viscoelastic was also used. The IFU (instructions for use) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the plunger would not advance so unable to inject lens. The procedure was completed with the new lens during initial procedure. There was no patient harm reported.